Manufacturer narrative:
B4 (date of report) b4 (date of report).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to blood glucose. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.